Event description:
No blood glucose levels were provided. The wife of the customer reported that the customer died on (B)(6) 2014. The customer was wearing the insulin pump at the time of death. The wife of the customer reported that the reason for death was heart arrhythmia. The wife of the customer stated that the insulin pump would be returned and would be made available for donation. No additional information was provided.

Manufacturer narrative:
Insulin pump alarmed button error during testing. Unable to verify the cause of button error alarm due to insulin pump preservation. No cosmetic damage noted. Unable to perform data analysis due to insulin pump was received with no battery. Insulin pump passed functional test including prime, displacement, basic occlusion, occlusion and excessive no delivery alarm test.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Manufacturer narrative:
Additional information has been provided by failure analysis that was not included on the initial device evaluation: the insulin pump passed the delivery volume accuracy test.